Event description:
Spacelabs received a report that a patient monitor failed to alarm and the patient died.

Event description:
Spacelabs received a report that a patient monitor failed to alarm and the patient died.

Manufacturer narrative:
The subject devices and the ECG cable/lead wire sets involved in the event were tested at both the hospital and at spacelabs' facility. The devices passed all tests and alarms were generated correctly. An additional 30-day test was conducted with no problem found. The patient's waveform indicated that the monitor should have alarmed. However, the customer was unable to provide the monitor's settings and alarms data during the event. Due to inadequate information, we are unable to confirm the alleged alarm failure and identify possible root cause. The customer's unit has been replaced. Spacelabs is taking action to provide the customer additional training on the product and also advised the customer to deploy a printer for event recording. We have concluded that this report is final and consider this issue closed.

Manufacturer narrative:
A field service engineer tested the subject devices on site and confirmed the devices worked to specifications. All suspect devices involved in the event were requested to be returned to spacelabs for a detailed evaluation. We are waiting to receive the devices to continue our investigation. We will provide a supplemental report once our investigation is complete.